Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('did you retain the essure device or any portion of it? Yes'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's') and haemorrhagic ovarian cyst ('bilateral hemorrhagic cystic comora lutea') in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included exercise tolerance decreased, heart murmur, hypertension and herpes simplex. Current weight 168 lbs. Concurrent conditions included menstrual cycle abnormal, left lower quadrant pain, cardiac arrhythmia, uterine enlargement and perimenopausal symptoms. Concomitant products included estradiol, hydrochlorothiazide since 2009, levothyroxine since 2010 and potassium since 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("extreme fatigue"). In september 2010, the patient was found to have weight increased ("weight gain / loss specify which one: sudden weight gain"). In (B)(6) 2012, the patient experienced confusional state ("neurological conditions or problems type: forgetfulness, confusion"). In (B)(6) 2012, the patient experienced memory impairment ("neurological conditions or problems type: forgetfulness, confusion"). In 2012, the patient experienced arthralgia ("hip pain/ joint pain"), pain in extremity ("leg pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2012, the patient experienced tooth fracture ("dental problems/ had teeth to break") and gingival disorder ("dental problems/ developed gum issues"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ excessive cramping"). In march 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ excessive bleeding"). On (B)(6) 2018, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) and cervical cyst ("reproductive system disorder or condition type of disorder or condition: multiple leiomyomas; endocervical nabothian cysts") and was found to have leiomyoma (" multiple leiomyomas") and uterine leiomyoma ("uterine fibroids"), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog") and dental caries ("teeth decay"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, autoimmune thyroiditis, haemorrhagic ovarian cyst, vaginal haemorrhage, menorrhagia, leiomyoma, cervical cyst, uterine leiomyoma, tooth fracture, dysmenorrhoea, gingival disorder and dental caries outcome was unknown, the confusional state, memory impairment, fatigue, weight increased and feeling abnormal was resolving and the arthralgia, pain in extremity and abdominal pain lower had resolved. The reporter considered abdominal pain lower, arthralgia, autoimmune thyroiditis, cervical cyst, confusional state, dental caries, device breakage, dysmenorrhoea, fatigue, feeling abnormal, gingival disorder, haemorrhagic ovarian cyst, leiomyoma, memory impairment, menorrhagia, pain in extremity, tooth fracture, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('did you retain the essure device or any portion of it? Yes'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's') and haemorrhagic ovarian cyst ('bilateral hemorrhagic cystic comora lutea') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included exercise tolerance decreased, heart murmur, hypertension and herpes simplex. Current weight (B)(6). Concurrent conditions included menstrual cycle abnormal, left lower quadrant pain, cardiac arrhythmia, uterine enlargement and perimenopausal symptoms. Concomitant products included estradiol, hydrochlorothiazide since 2009, levothyroxine since 2010 and potassium since 2012. On (B)(6) 2010, the patient had essure inserted. In june 2010, the patient experienced fatigue ("extreme fatigue"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: sudden weight gain"). In (B)(6) 2012, the patient experienced confusional state ("neurological conditions or problems type: forgetfulness, confusion"). In (B)(6) 2012, the patient experienced memory impairment ("neurological conditions or problems type: forgetfulness, confusion"). In 2012, the patient experienced arthralgia ("hip pain/joint pain"), pain in extremity ("leg pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2012, the patient experienced tooth fracture ("dental problems/ had teeth to break") and gingival disorder ("dental problems/ developed gum issues"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/excessive cramping"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/excessive bleeding"). On (B)(6) 2018, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) and cervical cyst ("reproductive system disorder or condition type of disorder or condition: multiple leiomyomas; endocervical nabothian cysts") and was found to have leiomyoma ("reproductive system disorder or condition type of disorder or condition: multiple leiomyomas") and uterine leiomyoma ("uterine fibroids"), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog") and dental caries ("teeth decay"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, autoimmune thyroiditis, haemorrhagic ovarian cyst, vaginal haemorrhage, menorrhagia, leiomyoma, cervical cyst, uterine leiomyoma, tooth fracture, dysmenorrhoea, gingival disorder and dental caries outcome was unknown, the confusional state, memory impairment, fatigue, weight increased and feeling abnormal was resolving and the arthralgia, pain in extremity and abdominal pain lower had resolved. The reporter considered abdominal pain lower, arthralgia, autoimmune thyroiditis, cervical cyst, confusional state, dental caries, device breakage, dysmenorrhoea, fatigue, feeling abnormal, gingival disorder, haemorrhagic ovarian cyst, leiomyoma, memory impairment, menorrhagia, pain in extremity, tooth fracture, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: date of removal and events onset date were added. New events menorrhagia, vaginal bleeding, hashimoto's, multiple leiomyomas; endocervical nabothian cysts, hemorrhagic cystic comora lutea, uterine fibroids, dental problems, forgetfulness, confusion, dysmenorrhea, fatigue, weight gain, hip pain, lag pain, lower abdominal pain, brain fog, she did not undergo any essure confirmation test were added. Outcome of events, medical history, concomitant condition and drugs were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.